Event description:
It was reported that the patient had a shocking sensation in the finger whenever she touches anything, says it feels like static electricity. If she touches a light switch in the dark, she sees a spark. Having trouble not with the device itself. The patient called implanting physician a few weeks ago and left a message. The representative was aware of event and told the patient to turn the stimulator off. Electrostatic shock was reported. For example watching television, walks into the kitchen she gets shocked when she touches anything, she also had shocked her dog. She was seeing a foot doctor, bought some new shoes but it happened with a different pair of shoes as well. She does have a manufacturer insulin pump, has had it for many years. Thought house was dry and causing it so she had humidifier on and no difference. Reports that she can touch the wall and be shocked. No falls or traumas indicated. No changes in therapy were reported at all. She was not sure what was causing it but she does not want to turn her device off and have a return of symptoms. This issue began happening in (B)(6) sometime. It was later reported that the representative had on his calendar to call the patient on (B)(6) 2015. The patient called back a couple days later and reported that the representative directed her to turn device off and monitor activities to see if this makes a difference with her static shock issue. During call, the patient stated she was at 1.4 volts and stated she felt a jolt when turning ins on. The patient then turned ins off and lowered to 0.5 volts. Also indicated she saw the patient programmer low battery information screen. It was later reported by the representative that he was first aware of this event when on (B)(6) 2015. The representative called the patient on (B)(6) 2015 and she informed the representative of the "ecstatic electricity" but the patient hadn't turned off the neurostimulator device yet to rule that out. She was instructed to do so and see if the "shocking" in her fingertips persist. At first she was reluctant to turn the device off because she doesn't want her symptoms to come back but she agreed. It was reported no event was determined that could had caused it to start. The representative was not sure if it was device related. The representative later spoke with the patient and she has had her device turned off for the last 48 hours and she's still feeling the static electricity shocks. She said with less frequency than before but she still feels them throughout the day. The patient got a manufacturer diabetes pump implanted this year and the neurostimulator was implanted before last year. The "shocks" have only started in the last 3 months or so, according to the patient. It was later noted that the diabetes devices were not implantable devices.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v847586, implanted: (B)(6) 2014, product type: lead. Product type: programmer, physician. Product type: programmer, physician.